Event description:
It was reported that the patient had difficulty charging the ipg. It was also reported that one of the patients leads had high impedances. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 20713713.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. It was also reported that one of the patients leads had high impedances. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.